Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device is at elective replacement indicator (eri) a commanded shock was considered and a potential lead revision was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to measure the impedance. Eventually the device was explanted due to normal battery depletion and this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device is at elective replacement indicator (eri) a commanded shock was considered and a potential lead revision was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device is at elective replacement indicator (eri) a commanded shock was considered and a potential lead revision was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to measure the impedance. Eventually the device was explanted due to normal battery depletion and this lead remains in service. No further adverse patient effects were reported.